Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine¿ needle there was an issue with leakage. It was stated ¿during injection the consumer has pain due to dull needle, will not penetrate. Stated some needles will not penetrate vile and there is leakage around hub.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
H.6. Investigation summary: customer returned (3) 1cc, 8mm, 31g syringes. Customer states that there was needle pain due to a dull and blunt needle, the needle will not penetrate the vial, and there was leakage around the hub. Two syringes exhibited a bent plunger rod and the remaining syringe exhibited a broken plunger rod. All syringes were tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 31g: 0.0100¿-0.0105¿): data: point outer diameter (in) lube; sample 1 good 0.0102 good; sample 2 good 0.0102 good; sample 3 good 0.0103 good. One syringe also exhibited adhesive runoff onto the barrel. This could cause leakage from the barrel tip. CAPA (B)(4). Has been opened to address the adhesive runoff issue for 1ml syringes. A review of the device history record was completed for batch# 7219705. All inspections were performed per the applicable operations qc specifications. There were four (4) notifications [200708781, 200708393, 200709105, 200708576] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent plunger, broken plunger, adhesive runoff) -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (pain) investigation conclusion: probable root causes: for broken/bent plungers - dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. - plunger screw jams that would damage plungers, i.e., they break or bend plungers - bowed plungers that do not get seated, and get broken off at the delrin wheel probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA (B)(4). Has been opened to address this issue for 1ml syringes.

Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine¿ needle there was an issue with leakage. It was stated ¿during injection the consumer has pain due to dull needle, will not penetrate. Stated some needles will not penetrate vile and there is leakage around hub.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine¿ needle there was an issue with leakage. It was stated ¿during injection the consumer has pain due to dull needle, will not penetrate. Stated some needles will not penetrate vile and there is leakage around hub.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.